Event description:
Follow-up revealed the patient's lead was repositioned via surgical intervention on (B)(6) 2016. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is not receiving effective stimulation. Reprogramming to provide resolution was unsuccessful. The patient may undergo x-rays for further investigation along with possible surgical intervention.

Event description:
Follow-up revealed x-rays were taken and the doctor plans to reposition the lead via surgical intervention. Surgical intervention remains pending.